Event description:
The customer reported smell of insulin inside the reservoir compartment. The customer removed the reservoir and he was unable to determine where the leak was on the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.